Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump had "issues delivering a bolus successfully". Additionally, the pump touch screen was cracked, which the customer believed contributed to the bolus delivery issue. There was no reported adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting.